Manufacturer narrative:
Btg medical assessment: literature review of article: radioembolization of hepatocarcinoma with y90 glass microspheres: relationship between mean parenchyma absorbed dose and treatment related liver decompensation - author c chiesa et al the authors have performed a study to validate a threshold dose to the normal liver that may cause liver injury after treatment with therasphere. Data from two cohorts of child a intermediate/advanced hepatocellular carcinoma patients treated with 90 y glass microspheres were merged. Patient selection = 139 patients analyzed cohort 1= 42 child a treated with therasphere indication of 120 gy cohort 3= 97 additional intermediate/advanced hcc child a treatment planned according their treatment planned with two compartments dosimetry (tumor/non tumor), overcoming the limit of 150 gy to injected lobe. Patients were excluded if tumour burden > 50% (perfused tumour volume was considered and it was measured on spect with thresholding method); complete obstruction of the main trunk of portal vein (pvt grade iiib and IV); previous treatment with sorafenib. All treatment were lobar. Definition of liver decompensation/ a three level definition of liver decompensation (ld) was introduced : occurrence within 6 months from treatment of at least one of these symptoms : total bilirubin level > 3mg/dl, prothrombin time inr (international normalized ratio) > 2.2, clinically detectable ascites, encephalopathy, oesophageal varices bleeding, death. Liver decompensation (ld) level a (lda): all events showing one of the 6 symptoms within 6 months post treatment, without applying imputability nor irreversibility. Liver decompensation level b (ldb) considering imputability: treatment related lds. In this subset of .this definition includes a degree of subjective evaluation. Liver decompensation level c (ldc) considering imputability and irreversibility : these are the treatment related lds without spontaneous recovery who required whichever medical action, from administration of diuretics to hospitalization. Ldc are considered the real toxicity events to avoid with normal tissue dosimetry. Treatment results: median activity delivered [gbq] 2.4 for cohort 1 and 2.7 for cohort 3. Rate of liver decompensation - ldb 17/139, ldc 15/139. The author also noted there were 5 deaths prior to 6 months post therasphere. All 5 patients had a bilirubin level >1.1 mg/dl. Our current package insert notes 2 mg/dl as the recommended level, with warning regarding the risk of liver disfunction in patient treated with high bilirubin level. Author concluded that a planned dose of +/-90 gy ntad for patients with a bilirubin <1.1 mg/dl and +/-50 gy ntad for patients with a bilirubin >1.1 mg/dl. There was no device malfunction or failure. Liver decompensation; ascites; elevated bilirubin/enzymes; encephalopathy; variceal bleeding/haemorrhage and death are anticipated harms listed in the risk management documentation. Liver decompensation: severity unknown; serious - required medical intervention; expected; related device. Elevated bilirubin: severity unknown; serious - required medical intervention; expected; related device. Inr increased: severity unknown; serious - required medical intervention; expected; related device. Ascites: severity unknown; serious - required medical intervention; expected; related device. Encephalopathy: unknown; serious - required medical intervention; expected; related device. Oesophageal varices bleeding: unknown; serious - required medical intervention; expected; related device. Death: severity 5; serious - fatal; expected; related device. No batch review was possible for this case as the batch number(s) could not be ascertained and the product was not returned for evaluation (devices remain implanted in the patients and information was obtained via a literature review). No product malfunction/deficiency has been identified or reported. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final. (B)(4).

Event description:
Literature review of abstract: radioembolization of hepatocarcinoma with y90 glass microspheres: relationship between mean parenchyma absorbed dose and treatment related liver decompensation - author c chiesa et at identified 2 patients with treatment related liver decompensation which required medical intervention (ldc group). Bilirubin >1.1 mg/dl and the normal tissue absorbed dose (ntad). However, when reviewed the ntad data overlap in the ldc and non-ldc groups did not allow a clear separation. The author also noted there were 5 deaths prior to 6 months post therasphere. All 5 patients had a bilirubin level >1.1 mg/dl. Our current package insert notes 2 mg/dl as the recommended level, but based on how this institute treats their patients they've modified their dosing algorithm. They treat to a normal tissue dose, which up to this point was +/-75 gy ntad when the dose is averaged over the entire liver volume. As a result they generally give a higher dose as they are treating to an ntad versus a tumor absorbed dose or the standard 80-150 gy to the perfused liver. They've now adopted a +/-90 gy ntad for patients with a bilirubin <1.1 mg/dl and +/-50 gy ntad for patients with a bilirubin >1.1 mg/dl.